Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned for evaluation. Johnson & johnson medtech conducted a visual inspection, and functionality testing was conducted on the returned device. Visual analysis revealed bents on shaft, no internal parts exposed. The hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A functionality test was performed, and the device was recognized, and no error code was observed but, it cannot be visualized. The device was dissected, and a wire was found broken inside of the connector causing the improper electrical signal. A device history review was performed for the finished device number lot 60000603 and no internal actions related to the complaint were found during the review. The visualization issue reported by the customer was confirmed. The potential cause of the open circuit cannot be established. The instructions for use contain the following recommendations in the caro 3 system manual: improperly positioned patches may increase the chances of a virtual magnetic reference move unrelated to patient movement. This could also result in inaccurate catheter visualization. The potential cause of the bents on shaft found could be related with the handling after the procedure or during the shipping process but, it cannot be conclusively determined. The bent shaft and the valve detached are not related to the electrical problem since the electrical wire was found broken inside the electrical connector. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure or due to the dilator wrongly introduced; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified a hemostatic valve dislodgment inside of the hub. During the procedure, a force issue was identified. The sheath was recognized by the carto but the device was not visualized on the carto system. A second device was used to complete the operation. There was no adverse event reported on patient.